Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated reports: 0001038806-2022-01384 and 0001038806-2022-01385. Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites 12, 13, and 14 were removed due to infection. Noted patient had post nasal drip and congestion. Site was grafted with allograft together with implant placement. Symptoms as a result of the event: post nasal drip, congestion and inflammation.